Manufacturer narrative:
On (B)(6)2021, the customer reported the patient's sample was sent to a different facility for additional testing. The patient's sample was tested on a siemens analyzer and the rubella igg result was 4.65 ui/l equivocal. Also, with recomblot methodology, the patient's rubella igg result was "uninterpretable." The customer declared the patient as non-immunized. Updated medwatch fields a2 and a3.

Manufacturer narrative:
The customer's calibration and qc data were requested but not provided. The customer confirmed no patient sample was left for an investigation. Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys rubella igg immunoassay results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). It was unknown if the patient's elecsys result was reported outside the laboratory, the information was requested but not provided. Also, the specific date of measurement was requested but not provided. The patient's elecsys rubella igg result from "this month" was 98 iu/ml. The customer performed further testing with diasorin and abbott analyzers. The patient had a negative rubella igg result on both diasorin and abbott analyzers. It was unknown if the customer used the same sample for elecsys, diasorin, and abbott testing, the information was requested but not provided.